Event description:
It was reported that the cap fell off which led to peritonitis. The peritonitis was manifested by pain. The patient was treated with unspecific antibiotics (dose and administration route not reported) every five days for peritonitis. At the time of this report, the peritonitis was ongoing and improved. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.